Manufacturer narrative:
The MFR was unable to conduct device analysis as the bend relief was reconnected durin the surgery and the pt remains on lvad support with no further issues reported. A review of device history records showed no deviations from mfg or qa specifications that would affect device function or performance. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. Approximately 1.5 months post-implant, the pt was returned to the operating room for re-operation due to a non-device related pump pocket infection and the outflow graft bend relief was noted to be disconnected. The bend relief was subsequently reconnected.